Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device will not be returning for further investigation. The user stated that the device has been disposed out. The manufacturer submitting a final report at this time.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney cancer. There was no report of medical intervention. The device was returned to a third-party service centre. During the evaluation of the device was visually inspected and found evidence/no evidence of foam degradation. During the evaluation secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was two error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.